Event description:
The customer reported the following to a bayer representative: the medrad® mark 7 arterion injection system head cable was hot to touch, caught fire and was emitting sparks. The staff member unplugged the system and removed it from use. No injury or adverse event was reported.

Manufacturer narrative:
Bayer field service responded to the site, removed the suspect injector head and head cable and returned it to bayer product analysis for evaluation. Visual examination of the head cable showed signs of thermal degradation located near the injector head cable strain relief. Additionally, the cable showed signs of creasing and damage to the outer sheathing consistent with being pinched or kinked. Bayer product analysis additionally found damage on the injector head top cover, just above the motor knob. The location and extent of the damage indicates that the head had been exposed to an excessive force prior to the alleged incident. This information does not constitute an admission that the device, the company, or its employees caused or contributed to this reportable event.